Manufacturer narrative:
A prepaid mailing label and shipping tube have been sent to the customer for return of the sample. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted.

Event description:
Catheter inserted in leg for tpn therapy. No problems were noted during insertion or throughout therapy. In 2007, the leg was noticed to be slightly edematous and the PICC line pulled. A hole was found in the PICC that would have been roughly at the hip level on the baby, where the femoral vein connects to the inferior vena cava. When the line was flushed, most of the fluid was going out of the tip, but some of the fluid was going out of the hole in the side of the catheter. The baby passed away 2 days later. Preliminary findings were that the baby was septic. An autopsy will be performed. Assistant nurse manager, nicu, indicated to bd edc sales manager, that she did not seem to think it was due to the PICC line.